Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by hospital.

Event description:
The patient had to come back in less than a week after their initial surgery to have a revision surgery to have the disassociated reversed insert explanted and a new one implanted. Upon getting into the revision surgery, the poly had indeed disassociated from the humeral stem and there appeared to be no locking ring inside of the poly.